Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it ran in oscillate when the reverse trigger was pulled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it ran in oscillate when the reverse trigger was pulled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event of the handpiece running in the wrong mode was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, a failed e-box was found, which can cause the reported event.